Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance adjusting their max bolus settings. Reportedly, customer had elevated blood glucose levels (268 mg/dl). Tandem technical support guided the customer through adjusting their max bolus setting. Customer delivered a correction bolus to stabilize blood glucose levels.